Manufacturer narrative:
The coil was received with the pusher coils detached from the pusher. There was no damaged to the returned microcatheter. The investigation found pusher to be kinked near the transition, and the implant to be damaged and stretched. The monofilament profile for both coil and pusher indicated a non-thermal detachment. With the tail visible on the monofilament, this indicated a tensile break. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage of the pusher and implant, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during the treatment of an aneurysm, the embolization implant coil detached during positioning. A retrieval device was used to remove the implant coil. No further intervention or patient injury was reported. The patient was reported to be "in good condition."